Manufacturer narrative:
The reported event was confirmed ¿ user related. The failure was caused by the misuse of the product. The root cause of this failure is mishandling of device leading to the failure. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. Correction: b h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the patient was brought into surgical decision unit ambulatory area with a blocked catheter or unsuccessful catheterisation. The bladder scan showed 560mls in bladder. Bleeding and clots were noted to end of penis. The catheter appeared very long and it was not inserted properly. 10 ml of sterile water was deflated from balloon. The catheter was repositioned and inserted further into bladder. Then the catheter was draining clear urine. Ten ml of sterile water was reinflated into balloon. It appeared that the catheter balloon had been inflated into patients urethra and was causing trauma.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient was brought into surgical decision unit ambulatory area with a blocked catheter or unsuccessful catheterisation. The bladder scan showed 560mls in bladder. Bleeding and clots were noted to end of penis. The catheter appeared very long and it was not inserted properly. Ten ml of sterile water was deflated from balloon. The catheter was repositioned and inserted further into bladder. Then the catheter was draining clear urine. Ten ml of sterile water was reinflated into balloon. It appeared that the catheter balloon had been inflated into patients urethra and was causing trauma.